Manufacturer narrative:
The returned blade was evaluated for shedding and it was observed that the outer blade had sustained significant crack and fracturing of the polycarbonate magnet capsule. This is likely due to flexure of the blade leading to a misalignment of the inner and outer tubes, resulting in shedding. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported event was found to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a wrist procedure, it was reported that the blade was shedding in the joint. The device piece(s) were irrigated from the site. There was a ten minute delay in the case and no patient injury was reported. A back-up device was available.